Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and another unspecified antibiotic for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was continued during the treatment. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.